Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the ar-9202-t15h was not returned. An ar-9545-t15-02 was received instead. The drive feature of the ar-9545-t15-02 is twisted. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported during inventory of the reverse shoulder set, the ar-9202-t15h screw driver works to tighten a screw but to remove a screw the instrument comes unthreaded from itself. Pictures attached.